Manufacturer narrative:
(B)(4)

Event description:
Procedure: eye surgery.according to the reporter: initially, the procedure was completed wihtout problems. However, post-operatively, it was found that the suture had completely dissolved before 30-35 days. To correct the problem, the patient was re-operated on and re-sutured.